Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was that the tip of the brush had fallen into the suction cylinder. It was confirmed the user was using a brush while sampling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus a brush is caught in the suction port of the gastrointestinal videoscope. The reported issue was discovered at reprocessing, during routine microbiological testing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had wear due to deterioration. Lastly, it was observed that the connecting tube had a dent due to user mishandling. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.